Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two inpact admiral drug-eluting balloon catheter were used to treat the left sfa. Approximately 13 months post index procedure, one inpact admiral drug-eluting balloon catheter was used to treat the prox sfa. Approximately 25 months post index procedure two inpact admiral drug-eluting balloon catheter were used to treat the left sfa. Approximately 23 months post revasc procedure the patient experienced instent restenosis of the left sfa. The patient was treated 6 weeks later with an admiral (pta) and a non medtronic dcb. Patient is reported to have recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.